Event description:
6 fr coude catheter was inserted for acute retention. Catheter insertion was successful; however, shortly after insertion it was noted that there was hole present in catheter tubing near y site, urine leaking out.